Event description:
Initial result for a patient co2 was 36 mmol/l. When repeated, the result was 24 mmol/l. The incorrect result was not used to guide therapy. The field service rep replaced the tubing and syringe on the rinse mechanism to repair the instrument.